Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 11/8/2016. The reported condition was confirmed. The investigation isolated the failure to the rem needing calibration, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The rem was calibrated to address the condition. No trend has been identified. No corrective action is required, because no trend has been identified. A review of the appropriate device history records indicate rework performed on this serial number is not related to this evaluation.

Event description:
The customer reported a rem circuit issues. The initial investigation found that the rem indicator is green immediately on start up, and the unit can be keyed without anything hooked up to the rem port. No patient injury reported.